Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. On (B)(6) 2012, a 2.5x28mm promus element stent was placed at 7atm in the 100% stenosed, 25mm in length, eccentric, type b2, diffused target lesion located in the tortuous (more than 45 degrees and below 90 degrees), severely calcified, 2.25mm in diameter left anterior descending (lad) artery. No aneurysm or thrombus was noted. The residual stenosis rate was 0%, and the timi flow was 3. The procedure was completed and on (B)(6) 2012, the patient was discharged. On (B)(6) 2016, the patient died with an unknown cause.